Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Did an explant of a #3 cr 13mm triathlon insert and found the insert damage and plastic debris in joint capsule. Took a slight amount of time to remove debris but insignificant. Patient was implanted with a #3 cr 19mm insert. Knee was very unstable which led to need of washout and insert exchange.

Manufacturer narrative:
An event regarding insert damage involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: in-vivo service related damages to the articulating surface of the insert included burnishing, scratching and third body indentations. The rim of the insert fractured in fatigue. Asymmetrical wear was observed on the articulating surfaces. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Medical records received and evaluation: not performed as no medical records were provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the investigation concluded that articulation of the femoral component near the posterior edges of the device likely placed loads on the posterior rim sufficient to result in fatigue fractures. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Did an explant of a #3 cr 13mm triathlon insert and found the insert damage and plastic debris in joint capsule. Took a slight amount of time to remove debris but insignificant. Patient was implanted with a #3 cr 19mm insert. Knee was very unstable which led to need of washout and insert exchange.